Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that when the rn entered the patient's room to get a blood pressure reading, the pump module "beeped" that the infusion was complete. The rn assessed the line and noticed that there was air-in-line. There was patient involvement but no harm. The customer later added that after additional investigation of the pump programming, they determined it to be a user error rather than a malfunction of the pump/air in line alarm. It was later reported that a third party investigation was unable to reproduce the issue.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that when the rn entered the patient's room to get a blood pressure reading, the pump module "beeped" that the infusion was complete. The rn assessed the line and noticed that there was air-in-line. There was patient involvement but no harm. The customer later added that after additional investigation of the pump programming, they determined it to be a user error rather than a malfunction of the pump/air in line alarm. It was later reported that a third party investigation was unable to reproduce the issue.